Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The upper and lower cases, side bail covers, and ring cover are broken.

Event description:
It was reported the external pulse generator (epg) turned off three times when in use on patient. At first they thought it was the batteries and swapped them, but it continued to turn off. The device was replaced with another epg. It was also reported the biomed tested the device and it was fine. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.